Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Post market vigilance (pmv) led an evaluation of one signia powered handle for non-reportable conditions. During the investigation a secondary condition of vented batteries was detected. This condition has a potential for patient harm. Visual inspection of the opened handle found both battery cells vented, wet with electrolytic fluid. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. Root cause of the observed vented battery cells was determined to be due to a component degradation. The cell venting is an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. Device battery management enhancements have been implemented to extend battery life and enhance battery health monitoring. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the nurse checked the powered stapler's charging status and found that the battery charger did not illuminate. The nurse removed the powered handle from the charger during charging, however, a liquid-like substance was attached to the connection between the handle and the charger. After wiping it off with a dry gauze, it was re-inserted into the charger, but the charging status did not flash and charging was not possible. The surgery to be performed was performed with manual handle. Handle was last used on (B)(6) 2020. The handle was remained to be inserted to the charger from december 25 to january 4. Afterwards, the on-site representative tried inserting a handle for demonstration which the rep had on hand, to this charger on january 6 and was able to charge without problems. There was no patient involved.